Manufacturer narrative:
This is a follow up to emdr (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflated.

Event description:
Healthcare professional reported no complaint against the left side device. Later, healthcare professional reported "deflated". Device has been explanted.